Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) several episodes of oversensing noted as started on a t-wave typically that was suspected as electromagnetic interference.  The crt-d remains in use.  No patient complications have been reported as a result of this event.